Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced difficulty getting cartridges to fit onto the pump. The user was able to successfully slide a cartridge onto using extra force. There was no impact to the user's blood glucose level.